Event description:
The customer observed a false negative vitros anti-hbc igm result from a single pt tested on a vitros eciq analyzer. The same pt sample produced a positive result on a competitive system. False negative results may lead to inappropriate physician action. The false negative result was not reported. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (B)(4).

Manufacturer narrative:
The investigation was unable to determine the performance of the vitros eciq and the vitros ahbc reagent at the time of the event as the customer did not provide info to assist in the investigation. The true classification of the pt sample is considered to be ahbc reactive based on competitive system results and additional hepatitis marker assays. The root cause for the false negative vitros anti-hbc result is unk, however, the possibility of an unk sample interferent cannot be ruled out.